Event description:
It was reported the patient had less than 4mm of residual crestal bone requiring bilateral sinus augmentation. The lateral sinus wall was exposed, a complete osteotomy was made and the lateral window bone was discarded. Initial sinus membrane release was accomplished and extended up the medical wall of the sinus - no perforations were observed. Preparation of rhbmp-2/acs was done per manufacturer's instructions. The sinuses were grafted with infuse graft at a concentration of 1.5 mg/ml/acs combined a mineralized allograft. Half of the particles were 0.5 to 1 mm and half were 1 to 2 mm. On the left side, two sponges were cut into strips and mixed with the allograft as a composite graft, while four sponges were used on the right. The total volume of rhbmp-2 on the right was twice that used on the left. The sponges were loosely packed. Barrier membranes were not used over the lateral window. A paraxial CT scan showed extensive shrinkage and resorption on both sides at six months. Histology revealed robust new woven bone formation.

Manufacturer narrative:
(B)(4). Literature citation: tarnow, et al. Maxillary sinus augmentation using recombinant bone morphogenetic protein-2/acellular collagen sponge in combination with a mineralized bone replacement graft: a report of three cases. Int j periodontics restorative dent 2010;30:139-149. A review of the device history records is not possible without additional device information. Neither the device nor (test results or imaging films) were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.